Event description:
On 05-jun-2025, a clinical specialist reported that the user began ilet therapy on (B)(6) 2025 and experienced hypoglycemia on the same day, requiring emergency room treatment. A caregiver reported that multiple low blood glucose (bg) events occurred after periods of hyperglycemia. The user consumed food items such as doughnuts, ice cream, and cheetos in response. One episode occurred after the user ate two doughnuts without insulin. The clinical specialist reviewed appropriate low bg treatment and paused ilet therapy pending follow-up. No long-term effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No malfunction alerts or motor errors were identified in the device engineering logs. The insulin delivery system operated as expected, and cgm glucose-based alerts were triggered and generally acknowledged. Following ilet start-up, several low glucose events were recorded. Insulin delivery was paused in response to low cgm readings, including a nadir bg of 49[?]mg/dl. The ilet responded appropriately to cgm input. It was noted that the user was within the initial adaptation period and caregiver-reported treatment of hypoglycemia may not have aligned with standard best practices. These factors may have contributed to the event, though a definitive root cause could not be determined.